Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 3.1 had jammed. A field service engineer removed the jammed tray and adjusted the latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care, since the customer had managed to get the required medications from nearby device. There were no adverse events or injuries reported based on this event.